Event description:
It was reported that during a procedure of the heavily tortuous, concentric, 90% stenosed, distal circumflex artery, after predilatation with a 2.25 x 15 mm non-abbott balloon dilatation catheter (bdc), the 2.5 x 15 mm xience prime stent delivery system (sds) was advanced to the target lesion but could not cross. The sds was removed from the anatomy and it was noted that foreign material was found on the marker and stent distal area. The foreign material was flat-shaped and suspected to be drug coating material or balloon plastic; when it was touched the material dislodged and was lost outside the anatomy. A different xience prime stent was implanted in the lesion successfully. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was returned for evaluation. The foreign material was not confirmed. The failure to advance/cross could not be replicated in a testing environment as it was based on operational circumstances. Based on visual, functional, and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.